Manufacturer narrative:
Investigation results: a visual examination of the returned complaint device noted that the guide wire was kinked at approximately 6.8 cm from the tip and the catheter was also kinked at approximately 7.2 cm from the tip part of the device. No visible issue was noted with the balloon. Based on the condition of the returned device, the noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the distal tip of the device was noted to be bent. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagograstroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the distal tip of the device was noted to be bent. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.